Manufacturer narrative:
No button error alarm noted. Unit had no button response due to flattened dome switch on esc button (creased). Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and the excessive no delivery test or test for bolus anomaly and basal anomaly due to no button response. Unit had a scratched display window, cracked case at display window corner (upper right, lower left and lower right corners) and broken reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 120 mg/dl. Troubleshooting was performed. The device was returned for analysis.